Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. Explant and reimplantation of the device is planned, however; has yet to occur as of the date of ths report, devember 11, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was re-implanted with a new device during the same surgery. Device not received by manufacturer.